Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the rear response button was defective. Upon evaluation, the end connection of the rear response button ribbon cable was worn. The cause of the defective response button is worn cable. The root cause of the worn cable cannot be positively identified. No adverse event resulted from the defective response button cable.

Event description:
A us distributor returned a monitor indicating that the response buttons were defective.